Manufacturer narrative:
The complete initial reporter zip code is (B)(4). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer states that the unit sounds like its suctioning but very little actually gets suctioned. They just changed out kit. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Female wick)

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer states that the unit sounds like its suctioning but very little actually gets suctioned. They just changed out kit. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Female wick) per additional information received via email on 23sep2025, it was reported that customer said bought a package of pure wicks (blue ones) from amazon and they don¿t work. I later bought a package from the pure wick website (purple ones) as well as a new canister with tubing and those are working great for my daughter. Won¿t be buying them from amazon anymore, they say pure wick on them but must be a knock off.